Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. We did receive performance data collected from the device and have analyzed the data, which showed varying impedance values. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. Impedance increase was reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination lead conductor component/subassembly failure device was out of specification in a manner that relates to event impedance, high.

Event description:
Impedance increase was reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.